Manufacturer narrative:
After review of photos and above information with (B)(6) engineering team they provide additional analysis. The transmitter itself is normal in appearance. It does not seem that the transmitter generated any heat. The brownish color on the sensor seems to be like iodine. Unable to do chemical analysis because hospital would not provide the sensor in question. If there was heat generated by the sensor we would expect it to be around the led. The significant portion of the brownish coloring is where there is no component which is likely to generate heat. (B)(6) america distribution records were reviewed and show that over 75,000 tl-254t probes have been distributed within the last 3 years. A review of (B)(6)'s technical support and complaint records for the transmitter and the probe showed no previous related issues have been reported. Based on the information provided; (B)(6) does not believe that the transmitter or probe caused any injury to the patient. (B)(6) is unable to determine actual cause. The hospital will not allow (B)(6) to properly evaluate the suspected components. (B)(6) will close this issue however (B)(6) will continue to perform post market surveillance on all our products and will monitor for any occurrence that may be related to this incident.